Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. D10 (concomitant) has been added. Ppae ( hemodynamic instability/major bleed) : the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Patient admitted for stemi and underwent coronary artery bypass grafting (CABG) x 4. Difficult to get patient off bypass and patient ultimately arrested requiring subsequent va ECMO placement. Impella 5.5 implanted when patient returned to or for chest washout. Chest was left open and the patient was sent to the ICU. Required initiation of milrinone for borderline hemodynamics. Patient bleeding and his anticoagulation was held. ECMO was ultimately removed on (B)(6) 2025 and the impella was removed on (B)(6) 2025 without incident. Clinical symptoms occurred prior to impella 5.5 placement, other than hemodynamic instability and bleeding, which cannot be directly attributed to the impella device, and more likely due to post cardiac arrest and post-operative post cardiotomy cardiogenic shock.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Clinical symptoms occurred prior to impella 5.5 placement, other than hemodynamic instability and bleeding, which cannot be directly attributed to the impella device, and more likely due to post cardiac arrest and post-operative post cardiotomy cardiogenic shock.

Event description:
Additional information has been provided upon request: "the patient had a washout due to the chest already being open from previous coronary artery bypass graft (CABG) surgery performed. One day before impella 5.5 was placed, CABG was performed and patient continued to decompensate and impella 5.5 was placed within a day after post-CABG. The surgeon decided to leave the chest open knowing he would do a washout or two down the road. No harm was done to the patient at all from the device and extra-corporeal membrane oxygenation (ECMO) was removed 11/14/25 and the 5.5 impella was removed 11/15/25 successfully and patient recovered."

Manufacturer narrative:
The investigation is still ongoing.